Event description:
It was reported that during a lobectomy procedure, bleeding occurred. The amount of bleeding was 200cc totally. As the operation was a laparotomy, additional suture was performed using prolene. There were no adverse consequences to the patient. The staples might have been malformed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.